Manufacturer narrative:
Upon reassessment of the reported event, this device was determined to not be reportable. There are no allegations of failure of this device and the initial report was submitted in error.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
It was reported that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's right hip was revised due to wear of an unspecified component. No complications during the surgery. During the procedure, the femoral head and acetabular liner were removed and replaced. Attempts to obtain additional information have been made; however, no more information is available.